Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the half height auxiliary drawer 2.2 has bad rails and drawer was unable to close. The field service engineer was able to resolve the issue by reseated all bus wire connections and replaced half height drawer. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had drawer rail was broken and drawer unable to close. The customer stated that the malfunction occurred when user trying to issue medication to patient. User has an additional medstation where they have access to medication and there was no harm or delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis medstation es system had auxiliary drawer rail was broken and drawer unable to close. The customer stated that the malfunction occurred when user trying to issue medication to patient. User has an additional medstation where they have access to medication and there was no harm or delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.